Manufacturer narrative:
Based on the information provided on 12-feb-2018 that alleged the patient was admitted to the hospital, kci could not determine that the alleged event was related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. As of 14-mar-2018, kci had no indication from the information provided to suggest that the activ.a.c.¿ ion progress¿ remote therapy monitoring system caused or contributed to the hospitalization. On 24-may-2018, kci received additional information that alleged the hospitalization was due to cellulitis. As of 23-jun-2018, kci had no indication from the information provided to suggest that the activ.a.c.¿ ion progress¿ remote therapy monitoring system caused or contributed to either the admission or the infection. The nurse could not confirm that the admission or infection was related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system; therefore. Kci has deemed this event reportable. Based on the information provided, it cannot be determined that the alleged hospitalization and infection are related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The device passed quality control checks before and after patient placement. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area. Untreated or inadequately treated infection. Inadequate hemostasis of the incision. Cellulitis of the incision area.

Event description:
Clinical records provided on (B)(6) 2018 noted the following: on (B)(6) 2017, the patient was admitted to the hospital for hiatal hernia repair and edema was noted to left lower extremity due to possible resolving hematoma. An aspiration was performed. On (B)(6) 2017, the patient was hospitalized for weeping of fluid from area of aspiration and treated with intravenous antibiotics and mild compression. On (B)(6) 2018, the patient was seen by the wound care clinic due to widespread ecchymosis and necrotic tissue leaking fluid due to old hematoma. A debridement was performed. It was noted that "additional skin will probably be full thickness necrotic and need to be debrided in the future." V.a.c.® therapy was ordered for the following week. On 12-feb-2018, the following information was reported to kci by the wound care nurse: the patient was allegedly admitted to the hospital and then a skilled nursing facility. On 21-feb-2018, the following information was reported to kci by the physician: the patient was discharged from v.a.c.® therapy on (B)(6) 2018 with reason noted as admission to higher level of care. On 24-may-2018, the following information was reported to kci by wound care nurse: on 07-feb-2018, the patient was allegedly hospitalized due to generalized weakness and cellulitis to the leg. The nurse was unable to confirm if the infection was related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. On 04-jan-2018, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2018, the device was placed with the patient. On 21-feb-2018, the device was tested per quality control procedure by kci field service and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.